Event description:
Erbe 200 used with ultratome xl, another was tried and set at coagulation 25 and cut 2. Dr. Could not cut the papilla needed for his procedure. All measures were taken to locate another monopolar cable. The second cable was in ICU available for an ongoing procedure. Biomed was called to test the erbe and the cable. Disposables were saved, case had just ended, when technician from bio med arrived. Equipment was removed from or by biomed.